Manufacturer narrative:
(B)(4) two (2) devices (two ta inserts) were received for evaluation for having a broken jaw. Evaluation of the devices confirmed the reported issue. The instruments have a date code of a13 which indicates this instrument was manufactured january 2013 and records indicate it was purchased by the customer january 18 2013. This failure is similar to previous failures related to the failure of the actuating rod where the sa insert was breaking. The customer failed samples show a fracture at the rod fork where one side is completely broken off. Carefusion is aware of this reported failure and modifications have been made to the heat treating parameters, material hardness values and improvements to the electro-polishing/passivation processes . Review of the lot number used for this rod indicated it was made prior to the modifications to the heat treatment process took place. In addition, there was only one handle returned with the complaint. The handle was returned with the rotation knob disengaged from the handle. Additional information received by the sales rep on (B)(4) 2013 was that the handle also broke during the case. Based on the information received, although the handle broke during the case, the breakage of the actuating rods of the ta inserts would have taken a lot of applied force on the handle in order for them to break. The handle most likely fell apart after the actuating rods broke because it would not have had the force to break the rods in its condition. The set screw which connects the rotation knob to the handle is set with loctite glue. Investigation revealed that the set screw due to lack of enough glue eventually disengaged and back away from the rotation knob. As carefusion is aware of this issue they are currently investigating an improvement to the set screw assembly. For both of these failures (actuating rod and rotation knob disengaging from handle), a review of the device history record for the reported lot did not indicate any non-conformances. A trend analysis was conducted for this reported failure mode and product code. Previous complaints have been filed under complaint. We will continue to monitor and trend for the reported failure for this product code. Our records have been updated to aid in activities should another issue be reported for this product code.

Event description:
Two graspers have broken jaws. (B)(6) 2013 additional information received from the customer. Per the customer: the issue occurred on (B)(6) 2013,it was reported that the instrument broke while grasping gallbladder. The pieces were retrieved from inside the abdomen. The surgeon stated that all of the pieces were retrieved and accounted for and the patient did well and there was no other medical intervention. The procedure was a laparoscopic cholecystectomy and it was completed as planned. (B)(6) 2013 additional information received from the plant that the rotation knob was also noted as being detached. This was clarified on the same day by the sales rep. It was reported that the instruments were received after hours and the sales rep believes that the rotation knob detached during the same surgery/same time as the broken jaws.